Event description:
Consumer advised provider that the bolts for the casters keep breaking when he takes his chair through the grass. Consumer advised provider that he has been replacing the bolts himself and not getting the replacement bolts from the vendor. No additional information provided.